Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to chronic dislocation; no information on patient activity was given to the representative.